Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device, and the reported heat was not confirmed, as the attachment would barely rotate due to internal corrosion. The bearings of the attachment were also observed to be worn and dried out. This condition is indicative of improper or ineffective cleaning and maintenance of the device. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) starting the device was "heating". The device was not being used during a procedure. The date of the event is unk. No pt or user injuries were reported. There was no additional info provided.